Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The pace impedances were greater than 2500 ohms. High pacing thresholds on the rv were also observed. The rv lead was surgically abandoned and this pacemaker was explanted. No additional adverse patient effects were reported.